Event description:
The customer reported that during a routine check of the unit, the unit generated a message stating that the balloon was not inflated. The pt was switched to another unit and therapy was continued. No pt injury was reported.